Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding an unknown patient with unknown indication for use. It was unknown what drug was in the pump. It was reported the representative had a voicemail from the hcp regarding a magnetic resonance imaging (MRI) procedure with a patient¿s pump that was empty inquiring about information related to that. The representative thought the pump had been empty for ¿a number of months¿. The representative had no other information at the time of the call. No medical symptoms were reported.